Event description:
(B)(4). It was reported that during a stenting treatment procedure the stent was under-expanded. The patient presented with chest pain and dyspnea. The patient was admitted with a subsequent catheterization the following day. Angiography identified lesions in the proximal and mid-circumflex, along with one in the obtuse marginal. A 2.25mm x 12mm taxus liberte stent was implanted in the om1, overlapping a non-bsc stent placed in the proximal mid cx. Poor stent expansion of the taxus stent occurred in the overlapping area, which required additional post dilation. The angiographic result was excellent and the patient was discharged on an aspirin and plavix regimen for a minimum of 1 year.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).